Event description:
Complainant alleged that during a routine device preventive maintenance, the device did not display the appropriate "lead off" message. There was no patient involvement in the reported malfunction.